Event description:
Two bags of dialysate for continuous renal replacement therapy (crrt) damaged upon removing from packaging. Staff not injured due to incident. Two bags were damaged. Lot f1710326 exp 10/01/2019 and lot q1802431 exp 2/01/2020. This is not the first time this occurred.